Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value not provided. Suspected cause was due to customer accidentally forgetting to start exercise mode on the control iq software. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.